Event description:
It was reported that the pt had increased pain. A motor stall was confirmed by a roller study; a dye study was also done and revealed a catheter leak (test dates were not reported). The pump and catheter were replaced. The pt recovered without sequela. The pump was used to deliver morphine. See MFR's report# 6000030-2008-00998.